Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and five months post filter deployment, patient experienced significant back pain treated with steroid injections. Eventually eight months later, patient presented with back pain. Subsequent computed tomography (CT) revealed the penetration of the inferior vena cava filter legs into the mesenteric fat. The third to the inferior most strut was noted to be slightly anteriorly directed and either abuts/ indents or was minimally located within the posterior wall of the duodenum. The lateral most struts were noted to abut the lateral aspect of the aorta, with 1 strut demonstrated minimal of 2 mm extension into the posterior wall of the aorta. The superior tip of the inferior vena cava filter was located within the gonadal vein. The inferior most strut was noted to be located within the vertebral body, with surrounding sclerosis. Approximately two months later, inferior vena cava filter removal was performed. The filter was removed successfully. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and material deformation. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the material deformation and the perforation of filter struts into the vertebral body. The device has been removed percutaneously. The patient reportedly experienced back pain; however, the current status of the patient is unknown.